Event description:
It was reported that subject stent was successfully implanted in (B)(6) 2024 with distal portion of the subject stent placed in m1, proximal portion placed in cavernous carotid artery, to close aneurysm in the carotid artery. At the end, subject stent opening was ok. Today, (B)(6) 2025, fish mouth in distal portion of the subject stent was noted with 35% stenosis. Middle cerebral artery was 2.6mm in diameter and subject stent was 2.2mm. No other information is available.

Event description:
It was reported that subject stent was successfully implanted in (B)(6) 2024 with distal portion of the subject stent placed in m1, proximal portion placed in cavernous carotid artery, to close aneurysm in the carotid artery. At the end, subject stent opening was ok. Today, (B)(6) 2025, fish mouth in distal portion of the subject stent was noted with 35% stenosis. Middle cerebral artery was 2.6mm in diameter and subject stent was 2.2 mm. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. During diagnostic angiography follow up, the distal stent displayed narrowing. Day of original deployment showed good apposition to the vessel. Unknown cause of narrowing. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue 'stent tapering'.